Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: this lot was manufactured from july 31, 2014 to august 01,2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused. The device was filled with 4800 mg of fluorouracil in 233 ml of an unknown solution. After about 48 hours it was noticed that approximately 20 ml of fluid was left in the device. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.